Event description:
It was reported by service report that the breakaway head assembly would not lock into the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section assembly.